Event description:
On (B)(6) 2012, the reporter contacted animas to report an issue with the auto-off feature with the insulin pump. The reporter did not report any issues with the pump's buttons. The reported issue was unresolved with animas customer support. There was no allegation of patient impact associated with this complaint. A replacement pump was sent to the patient.

Manufacturer narrative:
Follow-up #1 date of submission 12/21/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was exercised with periodic button presses and the pump did not give off auto alarm. The pump was exercised without any button presses and the pump gave appropriate auto off alarm. The auto off alarm was accurately recorded in the pump history. There was no damage found to the keypad. All buttons respond to presses appropriately. Keypad was removed, there were no damaged/misaligned contacts. There was no evidence of contamination found under the button contacts. There was no defect found.